Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was leaking and that resistance was experienced during the fill process. Additionally, the pump touchscreen was delayed in responding to presses. The customer alleged that the pump was not delivering insulin properly. There was no impact to the customer's blood glucose level. The customer reverted an alternate pump for insulin therapy.